Event description:
Pt reported that she is having an allergic reaction to the medication. No add'l info provided by pt. Frequency: qd. Route: topical. Dates of use: (B)(6)2017. Diagnosis or reason for use: dermatitis. Event abated after use stopped or dose reduced: no.